Event description:
It was reported that the patient is having an increase in seizures and thinks her generator may be running low. No other relevant information has been received to date.

Event description:
It was later reported that patient was referred for generator replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient's seizures are outside baseline and related to a brain tumor and not vns therapy. No other relevant information has been received to date.